Manufacturer narrative:
Additional information provided indicated the patient expired approximately 2 weeks (date unknown) post tavr procedure. The cause of death was requested but will not be provided by the hospital. Further visual analysis of the returned delivery system revealed the delivery system was returned with the loader assembly on the flex shaft. The guidewire was inserted through the delivery system. A slight bend was observed on the proximal balloon shaft due to packaging. The guidewire was inserted through the nose tip. The soft tip of the guidewire appeared cut. A compression was observed on the distal end of the flex shaft. The valve was returned with stents and conduit. The valve was partially deployed in a conical shape. There was a slight compression at the proximal end of the flex tip. The flex tip was returned positioned over proximal end of working length of inflation balloon. No balloon burst was observed on the inflation balloon. Functional testing could not be performed due to the condition of the returned device. The inflation balloon and flex tip were cut and separated from the delivery system. In addition, the valve was left partially deployed on the inflation balloon. Dimensional analysis was performed. The double wall thickness of the inflation and crimp balloons were measured on the returned complaint device to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst. All measurements taken met specification. During manufacturing, the delivery system undergoes 100% inspections. These inspections support that it is unlikely that a nonconformance during manufacturing contributed to the complaint. The complaint for difficulty with valve movement on balloon was unable to be confirmed. A definitive root cause was unable to be determined, however, per the complaint description, ¿the doctor thinks that the commander system might have not been locked correctly and the balloon shaft moved forward during the attempt to position the valve in the pulmonic position and therefore the valve was not between the markers anymore.¿ failure to properly lock the device before valve deployment is against IFU and training manual instructions and can result in the valve moving off alignment. If the device was not locked to provide support against valve displacement and the valve came in contact with the pre-stents/vasculature when positioning the valve at the deployment location, the valve could easily displace proximally. As a result, available information suggests procedural factors may have contributed to the observed complaint. The complaint for balloon leakage was unable to be confirmed. A definitive root cause was unable to be determined. Per the complaint description ¿while the valve was being positioned into the pre-stent, the patient became unstable¿ and ¿the deployment of the valve had to be done quickly in current position. The flex catheter was pulled back and inflation started. However, the balloon only inflated at the distal part of the sapien 3 valve.¿ if the valve was not placed in the correct position within the pre-stent or the delivery system was not properly locked before deployment, as noted in the complaint description, the balloon could have been exposed to damage during the procedure. Poor valve positioning or early balloon exposure (due to improper locking of the device) could allow the balloon to be angled improperly and allow it to easily catch on the pre-stents. Damage creating a pinhole leak or a small tear can then prevent the balloon from fully inflating and lead to the subsequent observation ¿that the balloon had ruptured.¿ the complaint for ¿delivery system ¿ withdrawal difficulty ¿ from valve, vasculature¿ was confirmed. Per the complaint description and visual inspection, the valve was partially deployed. As a result, the enlarged valve profile could not be withdrawn from the patient. Attempting to withdraw a partially deployed valve would be against training manual instructions. Based on available information, procedural factors contributed to the observed complaint. It should be noted that in this procedure, embolization did not occur. However, surgical intervention was required to remove the partially deployed valve. It should also be noted that the s3 valve is not approved for commercial use in the pulmonic position. No manufacturing or IFU/labeling inadequacies were identified. Review of complaint history for february 2017 revealed that the occurrence rate did not exceed the control limits for these failure modes. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During preliminary engineering evaluation, the distal end of the delivery system was observed to be cut, the flex tip was noted to be separated and no balloon burst was observed. Additional information provided confirmed the balloon part and flex tip had been cut during surgery when retrieving the commander delivery system. It is unknown if it was possible that the balloon might have only had a tear instead of a burst. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate during a tavr procedure by trans-jugular vein approach in the pulmonic position, during inflation, the balloon only inflated at the distal part of the sapien 3 valve. After 2 attempts to inflate the balloon, it was recognized that the balloon had ruptured. The balloon, pre-stents and the valve were surgically removed. Due to a complex congenital syndrome (truncus arteriosus communis ii), she was operated at the age of 2 months (vsd closure, rv-pa conduit). After 4 years, the patient developed a stenosed conduit and suffered supra-systemic gradients in the right ventricle (rv). The patient showed signs of rv decompensation. The heart team decided to treat the stenosis interventionally to minimize risk. Therefore it was planned to perform a percutaneous pulmonic replacement. The heart team decided to implant a 20mm sapien 3 though a trans-jugular approach due to the low 14f sheath profile. After diagnostics and pre-stenting with two cp stents (dilated to 18mm diameter) a sapien 3 catheter was prepared and inserted via the 14fr esheath into the right jugular vein. The alignment and advancing of the valve through the atrium was without problems. The passing of the tricuspid valve and right ventricular outflow tract was very difficult. While the valve was being positioned into the pre-stent, the patient became instable, the deployment of the valve had to be done quickly in the current position. The flex catheter was pulled back and inflation was started. However, the balloon only inflated at the distal part of the sapien 3 valve. After 2 attempts to inflate the balloon, it was recognized that the balloon had ruptured. It was not possible to pull out the catheter via the not fully deployed valve. It was decided to transfer the patient to surgery where she was put on bypass and the catheter, pre-stents and the valve were surgically removed. A porcine conduit was sutured in. The patient¿s condition was noted to be stable and she is currently in ICU. It is perceived that the commander system might have not been locked correctly and the balloon shaft moved forward during the attempt to position the valve in the pulmonic position and therefore the valve was not between the markers anymore.